Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a latg/esophagus jejunum anastomosis procedure, 2 vlocl0164 were used for closing the insertion site. 12 days later from the surgery, a melena was observed on the patient. Confirming the anastomosis site with an endoscope, the surgeon found an ulcer there, the suture detached from the tissue to the cavity and has not been fixed upon the tissue. Under endoscopy, they found the suture was partly loosened, but could not confirm the loosened area as well as the suture conditions included barbs. They has not done a special treatment so far since there were no leak or dehiscence observed. Current patient status is under observation. There was tissue damage. Nothing fell into the cavity. Under 200 cc bleeding. No. Extension of or time or additional blood loss as a result of the product issue.